Event description:
According to the biomed, the footswitch latched on during a polypectomy procedure causing a burn as the instrument was brought out while it was active. Treatment to the burn wasn't known, but an extra day in the hospital was necessary.